Event description:
Broken access port. Required re-operation to remove broken access port and reimplantation of new access port. Broken tubing identified when leakage of band/access port was investigated.